Event description:
Customer reported interaction problem detected during normal maintenance.

Manufacturer narrative:
This reported is submitted to comply with (B)(4) as the incident involves a life support device. Reported malfunction found during normal maintenance and reportedly did not involve a pt nor was it in clinical use at the time. This condition has been investigated and has only been evident in two countries. The root cause may be attributed to moisture in the line causing degradation of the duckbills. The directions for use mitigate this condition by recommending a performance verification of the ventilators functions be conducted prior to clinical use. This will detect this condition and preclude from use until serviced.